Manufacturer narrative:
B3: event date is date valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they just had their stimulation turned on yesterday, and they are still in a fair amount of pain. Patient stated last night it seemed like the stimulation was zapping them more when they laid down, so they lowered the stimulation to 1.2 and had to shut the stimulation off. Patient said they put the stimulation back on this morning and it seemed to work, but they still noticed a fair amount of pain. Patient then said they went to lay down again and the zapping started again so they tried to turn it off. Patient mentioned they had tried calling their representative today but the representative was in a meeting. Patient was sitting up during the call and said it wasn't so bad. The patient was redirected to their healthcare provider to further address the issue of zapping. Patient stated they were on group c with stim at 1.8 on the call.   [See 707402999 for communicator issues]

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who states the cause of the pain and zapping was due to the stimulation being too high especially when lying down. Patient turned down stimulation and this resolved the issue.